Event description:
Caller alleges the meter looked burned on the inside of the screen. No adverse event reported. Requested return of the alleged meter for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.